Manufacturer narrative:
Eval summary: fracture of the dovetail of the nexgen tibial sizing plate is rare. The cause of this failure cannot be conclusively determined. As returned, the instrument contains considerable damage where the handle engages the base plate. It appears that a portion of this area has fractured off causing failure of the device. The instrument was found conforming to manufacturing specifications and the device history records were reviewed and did not contain any anomalies. The instrument has a potential field age of approximately 4.5 years.

Event description:
It is reported that the point of connection between the handle and the baseplate broke while trailing the tibia.